Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The customer reported this event to the FDA through medwatch (B)(4). The device was received for evaluation. The reported system error 105 was reproduced during evaluation. A review of the event history log was performed and showed the infusion was completed, the user stopped the pump, updated the volume-to-be-infused (vtbi) to 5 ml, resumed the infusion, a system error 105 occurred, the user powered off the pump, indicated by "pump off" recorded in the history log. The reported condition of system error 105 was verified. Visual inspection identified the cause to be severed motor mount screws and the motor assembly was replaced to correct this condition. The device was also evaluated for the reported condition of pump turning off mid infusion. The event history log was reviewed and an infusion matching the customer-reported description was recorded in the history log and showed the infusion completed. The user stopped the pump, updated the vtbi to 5 ml, resumed the infusion, a system error 105 occurred, and the user powered off the pump, indicated by "pump off" recorded in the history log. Review of the history log did not identify any events of improper shutdown that would confirm the issue. The reported condition of improper shut down was not verified. A system error will stop a running infusion, results in the loss of programmed parameters and the pump must be powered off to clear the error, but the pump will not power off on its own as a result of a system error. Per the spectrum operator's manual, a system error: "displays when the pump detects an internal fault. Record the programming parameters before the pump is powered off. Follow the directions displayed on the screen to: power off the pump and then power on the pump". The cause of the condition could not be determined. No correction identified for this reported issue. The service history record review did not identify any issues during the service of the device that may be related to the current complaints. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump generated a system error 105 alarm (pic motor error) then powered off during patient infusion of vasopressin (rate of 0.2 units/ml, 12ml/hour). It was reported the pump powered off ¿seconds to a minute¿ after the alarm was generated. It was reported that the patient was hypotensive prior to the start of vasopressin. During the infusion the blood pressure (bp) was maintained at 82/66, 83/69, 96/70 (last three prior to pump shut off). While changing the pump, the blood pressure "dipped" from 96/70 to 54/44. It was unknown how long it took to change the pump, however, after the pump was restarted "quickly", the bp increased to 84/58. No additional information is available.